Event description:
It was reported that a patient was having generator replacement surgery due to ifi=yes, and high impedance was identified during pre-op. The surgeon was not prepared to do a full revision surgery, so only the generator was replaced at that time. The patient's lead was then revised a few days later. The explanted generator and lead were discarded by the hospital. No further relevant information has been received to date.